Event description:
During a laparoscopic tubal sterilizaion, the left fallopian tube was transected while trying to apply the band onto the tube. A mini-laparotomy was performed to resect the tube and ligate the ends.